Manufacturer narrative:
Additional information (B)(6) 2016- the customer stated to have spoken to a clinical diabetes specialist regarding low blood glucose level and was able to troubleshoot. The customer stated everything was working properly on the pump. The customer stated that what might have been the issue was disconnecting at the luer lock connection. The customer declined any further troubleshooting and declined to upload pump data as longer having issues. The t:slim g4 pump user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted at the luer lock connection. The customers blood glucose (bg) level was not impacted due to the air bubbles. The customer was instructed on how to expel air bubbles by performing fill tubing. In addition, the customer reported to have experience low bg level. However, the exact value was not provided. The customer consumed glucose drink to stabilize bg level. The customer stated that low bg's maybe due to basal settings and need to be adjusted. The customer was unable to troubleshoot at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.